Event description:
Device interrogation at office visit revealed that the pt's device was set to oma output current and not to the settings that it was programmed to at the last office visit. It was reported that the pt had experienced several weeks of worsening seizure control since their last office visit approx. 5 months prior. User error during previous programming session is suspected.